Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the stretcher.

Event description:
Info rec'd indicates, the brake would set but the casters would continue to swivel when pushed from the side.